Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected reported event was confirmed by review of photographs received. Visual examination of the provided pictures identified metallosis throughout the knee joint. The photos confirmed the damage to the stem taper and that the stem was explanted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is dislodgement and displacement of the screws noted anterior to the proximal tibia, at the level of the tibial plateau. Minimally displaced fracture seen along the posterior cortex of the distal femur, age indeterminate. No obvious periprosthetic lucency is seen. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 154975 rhk right sml resurf femur r; 159430 rhk bearing 12 for 63-67 tray; 161583 rhk short hinge assembly report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial knee arthroplasty. Subsequently, the patient was revised due to infection. It was reported that during the surgery, the surgeon wanted to try to re-implant the screw and change the pe components with yoke and axle. During the surgery, a massive metallosis was visible and the femoral part sat loosely on the femoral shaft, the screw could be easily removed. Due to the abrasion on the shaft cone, it was no longer usable for further anchorage and had to be removed. Attempts have been made and no further information has been provided at this time.